Event description:
It was reported that during therapeutic treatment, several electrodes exhibited high impedance values of 40000 and experienced connectivity issues on the same electrodes. Impedance and connectivity checks were performed, revealing that one lead showed the issue. Programming was conducted using the other lead, and the patient is receiving up to 90% relief from therapy despite the ongoing device issue. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.